Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the smart device and transmitter occured. No additional patient or event information is available. Data was provided for investigation. The complaint confirmation of a pairing failure was confirmed. In addition, a loss of connection was present in connection to the reported allegation. The root cause could not be determined. The reported issue of a pairing failure is reportable based on the finding of a loss of connection.